Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was unable to be confirmed. Upon investigation the monitor reset and delivered a low-energy pulse during testing. The cause for the failure was isolated to corrosion inside of the monitor. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was resetting.